Event description:
It was reported that the patient presented due to an audible tone. Interrogation determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to a sudden increase in threshold, high impedance, short interval counts (sic), and oversensing noise. A possible lead fracture was suspected. The physician elected to maintain just a ventricular fibrillation (vf) zone with a higher rate and scheduled a follow up appointment to re-evaluate a course of action. The patient then presented prior to the follow up appointment after receiving inappropriate shocks. It was noted the device experienced unexpected longevity and had reached end of service (eos). The rv lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).